Manufacturer narrative:
Evaluation of the returned product confirmed that the vasoseal sheath separated from the hub. A highly compressed plug was still inside the sheath. The sheath was bent and flattened at the distal end of the plug. It appears that excessive occlusive pressure was held, flattening the sheath and obstructing passage of the plug. The plug pressed into the inside wall of the sheath and as the pressure was applied, the sheath stretched until it separated. Code 86: review of the mfg and qc records for this lot of product. Code 100: the mfg and qc records found no deviations from specification. Code 200: co knows that if the passage of collagen through the vasoseal sheath is restricted and the user continues to deploy the collagen, the sheath can be stressed to the point of separation. Restrictions result from sheath deformities introduced by improper technique. The user should be aware of a restriction when resistance is encountered while advancing the collagen. The IFU warns that if resistance is met, the vasoseal procedure should be aborted.

Event description:
This info was received as a customer complaint. No details of the event could be provided. It was reported that during use of product the sheath separated from the hub. There were no resultant clinical complications. The product has been returned and will be evaluated following sterilization. A follow-up report will be submitted after the eval is complete.